Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, device was found out to be in bvvi mode. A firmware download was performed successfully. Device revision was scheduled. The device remains implanted. No further information available.